Event description:
Acct reports that the slide clamp on the extension set does not shut off the fluid flow. States as a result the blood tends to back up and clot off IV catheters. States they use the sets as "hep locks" usually and flush the sets while closing off the slide clamp in order to create positive pressure so they don't get any backflow. States they have a "dead end cap" on the end of the set. States after the set is flushed and clamped off, they come back and note that the IV catheter is clotted off and there is blood in the tubing. State they use insyte IV catheters, usually 20-22 gauge. No pt injuries have occurred but the pts frequently do need to have their ivs restarted.